Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she changed the infusion set and the insulin pump alarmed no delivery during prime. She then changed the reservoir and stated that the alarm was resolved. Blood glucose value was 192 mg/dl. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.